Manufacturer narrative:
Additional information: on 31 march 2021, the following information was received from a biomedical engineer via an excel spreadsheet. Idap patient had abatacept (orencia) 1000mg/100ml infused via sigma spectrum iq pump. After the infusion was complete and the patient left, the nurse noted approximately 30ml left in the infusion bag. The pump display showed the infusion completed and volume infused was 100ml.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A review of the event history log (ehl) was performed and identified an infusion programmed to match the customer's description. No abnormalities were observed in the ehl review that would help verify the reported issue. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused when infusing 100 ml of medication at 200 ml per hour. The event happened during infusion at general patient ward. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.